Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had gone to their dentist and was informed that their implant is lose because of their aligners. They had to have scaling and cleaning because of the build up that the aligners caused.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.